Event description:
It was reported that in 2010 patient presented for the treatment of neck pain that radiated down bilaterally into her arms. She also was experiencing numbness with thispain. On (B)(6) 2010, surgeon performed a spinal fusion and anterior cervical disectomy using rhbmp-2/acs. Post-operatively pain progressively got worse. It was told by the surgeon to the patient that the screws from the first surgery were out of place and he needed to do a revision surgery. Surgeon performed a revision surgery of spine usinf rhbmp-2/acs. Post-operatively she lost flexibility in her neck following the second surgery and continued to live with pain, discomfort, and numbness. Her quality of life has diminished because of the surgeries.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation. So, cause of event cannot be determined.